Event description:
It was reported that a user experienced severe hyperglycemia while using the ilet with a subcutaneous insulin pen as backup, with a peak blood glucose of 574 mg/dl; the user administered manual insulin injection prior to calling, and was then instructed to disconnect from the ilet before they administered another injection. User later reconnected to the ilet and bg trended down to 150 mg/dl. Symptoms included hyperglycemia, acid reflux, muscle spasms, and sleepiness. Outcomes included recovery without hospitalization and no request for further assistance. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that glucose improved after manual injections and temporary pump disconnection and reconnection, suggesting resolution with use-related corrective actions. It was concluded that the event was hyperglycemia of unclear cause with no device failure confirmed and that patient counseling and corrective action were effective. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.